Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure coils are present in the anterior endomyometrial wall") and menorrhagia ("abnormal and heavy menstrual bleeding/prolonged menstrual bleeding") in a 25-year-old female patient who had essure (batch no. 901329) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary frequency, breast mass and amenorrhea. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6)2012, the patient experienced bladder disorder ("bladder problems"), dysuria ("dysuria") and vulvovaginitis ("vulvovaginitis"). In may 2012, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, she had a painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("irregular vaginal discharge"), urinary tract disorder ("urinary tract disorder"), trichomoniasis ("trichomoniasis"), candida infection ("candidiasis"), bacterial vulvovaginitis ("bacterial vaginitis"), uterine mass ("uterine mass") and back pain ("back pain"). The patient was treated with surgery (B)(6) 2016; hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, vaginal discharge, dyspareunia, procedural pain, bladder disorder, urinary tract disorder, dysuria, trichomoniasis, candida infection, vulvovaginitis, bacterial vulvovaginitis, uterine mass and headache outcome was unknown and the back pain had resolved. The reporter considered back pain, bacterial vulvovaginitis, bladder disorder, candida infection, dysmenorrhoea, dyspareunia, dysuria, embedded device, headache, menorrhagia, migraine, procedural pain, trichomoniasis, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical records:abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. The event abnormal abnormal vaginal bleeding, bladder problems, urinary tract disorder, dysuria, trichomoniasis,uterine mass, headaches, lower abdominal pain, back pain, infection nos replaced with candidiasis, vulvovaginitis, bacterial vaginitis added. Historical condition added, event outcome added, reporters added. Discrepancies in date of insertion found, as in initial version date of insertion of essure device was (B)(6) 2012 and in current follow up version its (B)(6) 2012 has been noticed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure coils are present in the anterior endomyometrial wall") and menorrhagia ("abnormal and heavy menstrual bleeding/prolonged menstrual bleeding/ prolonged menstruation, abnormal bleeding (vaginal/ menorrhagia)") in a 25-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary frequency, breast mass, amenorrhea and ovarian cyst. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal/ menorrhagia)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"), dysuria ("dysuria"), candida infection ("candidiasis") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced trichomoniasis ("trichomoniasis"). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, she had a painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal discharge ("irregular vaginal discharge"), urinary tract disorder ("urinary tract disorder"), bacterial vulvovaginitis ("bacterial vaginitis"), uterine mass ("uterine mass") and back pain ("back pain"). The patient was treated with metronidazole (flagyl), fluconazole (diflucan), ibuprofen (motrin), cilest (trinessa), surgery ((B)(6) 2016; hysterectomy with bilateral salpingectomy) and surgery (ablation, novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, vaginal discharge, dyspareunia, procedural pain, bladder disorder, urinary tract disorder, dysuria, trichomoniasis, candida infection, vulvovaginitis, bacterial vulvovaginitis, uterine mass and headache outcome was unknown and the back pain had resolved. The reporter considered back pain, bacterial vulvovaginitis, bladder disorder, candida infection, dysmenorrhoea, dyspareunia, dysuria, embedded device, headache, menorrhagia, migraine, procedural pain, trichomoniasis, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records:abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("abnormal and heavy menstrual bleeding/prolonged menstrual bleeding"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge"), infection ("infection") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, she had a painful post-operative recovery"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, infection, dyspareunia and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, infection, menorrhagia, migraine, pelvic pain, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.